Manufacturer narrative:
The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is currently unknown. Concomitant devices: chevalier guidewire, fmd and replacing balloon catheter was a yoroi, kaneka. (B)(6).

Manufacturer narrative:
Additional information has been received: there was no difficulty removing the device from the hoop, or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device prepped normally with no anomalies noted. The contrast media was unknown, however the ratio was 50:50. An everest indeflator was used and it had been used successfully with other devices. There was no difficulty advancing the guidewire to the lesion. There was no resistance/friction or difficulty experienced as the device was inserted into the patient, and advanced to and across the lesion. The catheter was not ever in an acute bend and did not kink during use. The balloon inflated normally before rupture. The device was easily removed from the patient and it was removed intact. There was no patient injury and current status is unknown. The hospital is (B)(6) hospital. The initial reporter is (B)(6). Complaint conclusion: the balloon of a saber pta (percutaneous transluminal angioplasty) balloon catheter (bc) ruptured at five to six atmospheres (5-6 atm) during initial dilation. It was removed and a non-cordis pta catheter was used to complete the procedure. There was no reported patient injury. The patient¿s information was unknown. The intended procedure was a pta of a target lesion located in the right superficial femoral artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. An approach was made from right femoral artery. After the lesion was crossed with a guidewire, a saber pta bc was delivered to and inflated at the lesion. However, it ruptured at about 5-6 atm during initial-dilation. Therefore, it was removed from the patient and another new balloon was used instead. The procedure finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. There was no difficulty removing the device from the hoop, or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device prepped normally with no anomalies noted. The contrast media was unknown; however the ratio was 50:50. An everest indeflator was used and it had been used successfully with other devices. There was no difficulty advancing the guidewire to the lesion. There was no resistance/friction or difficulty experienced as the device was inserted into the patient, and advanced to and across the lesion. The catheter was not ever in an acute bend and did not kink during use. The balloon inflated normally before rupture. The device was easily removed from the patient and it was removed intact. There was no patient injury and current status is unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17060770 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the balloon of a saber pta catheter ruptured at 5-6 atm during initial dilation. It was removed and a non-cordis pta catheter was used to complete the procedure. There was no reported patient injury. The patient¿s information was unknown. The intended procedure was a pta of a target lesion located in the right superficial femoral artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. An approach was made from right femoral artery. After the lesion was crossed with a guidewire, a saber pta was delivered to and inflated at the lesion. However, it ruptured about 5-6atm during initial-dilation. Therefore, it was removed from the patient and another new balloon was used instead. The procedure finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis.